Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not following air removal steps as instructed in the user's guide which states to use a 20cc syringe for air removal and not performing rinseback. The disposable cartridge was not returned for evaluation. The air in the circuit was attributed to the patient's arterial access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. The operator adjusted the arterial needle in an attempt to improve blood flow. The patient was then disconnected from the disposable set in order to recirculate and remove accumulated air. Air removal attempts were made using a 10cc syringe. Treatment was not restarted because the patient's arterial access needle dislodged. Rinseback was not performed resulting in an estimated blood loss of 180cc. No medical intervention was required.